Event description:
Per the clinic, the device was explanted under general anaesthetic on (B)(6) 2024, due to imaging needs (non device related). The patient was reimplanted with another cochlear device during the same surgery.